Manufacturer narrative:
According to the clinical evaluation performed by one of maquet¿s therapy application managers it cannot be determined if the cannula device or the guidewire used during the reported event have a contributory cause. Due to the information provided by the end user about the flexibility of the guidewire in question which posed a problem for him, this aspect must be considered. But if this aspect was an individual problem during the application or to what extent a difficult patient condition the incident supported cannot be clarified. According to the information provided a knot of the wire could also be possible which would explain why the introducer became impassable. Furthermore a reeving of the wire structure cannot be excluded. Since the cannula and the wire in question are not available for investigation as well as the wire would probably show artifacts due to several attempts of introducing it, this case cannot be conclusively clarified. Apparently the end user already had negative experiences with the guidewire in question. Even though the guidewire is recommended by maquet cardiopulmonary (B)(4) to be used for implantations of hls cannulas the operator always has the opportunity to use another wire with the same diameter. Especially when a too high flexibility of the guidewire in question is expected. Finally it also has to be considered that the treated patient had a rare disease, a so called goodpasture syndrome which is a combination of a kidney and a respiratory failure with a very poor outcome. According to the information available to the manufacturer at this time a malfunction of the device in question cannot be confirmed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) has already requested additional information about the incident and the lot number of the cannula device, but the information has not been provided. The cannula device was requested for evaluation but has not been received. A supplement medwatch will be submitted as soon as additional information becomes available.

Event description:
It was reported that during patient treatment when putting the ECMO procedure in place, difficulties in placing the cannula device were noted. The patient experienced hemorrhagic shock. Despite of taking appropriate actions the patient expired. (B)(4).